Event description:
It was reported that the patient was found to have a staph aureus infection. It was noted that the infection was at the lead site area, but that only the implantable neurostimulator (ins) was to be explanted on (B)(6) 2014. The reporter noted that it was unknown at the time whether the infection was at the ins site. It was noted that the lead would remain implanted but it was to be confirmed. It was noted that the patient was on high doses of antibiotics and used a wound vac to help resolve the issue. It was noted that the health care professional and the patient¿s home nurses that helped change her dressings had signed off that the infection had cleared at some point after which the infection returned or re-represented itself. The reporter noted that the patient also noticed new pain at the ins site on or around (B)(6) 2014. It was noted that there was no alleged product issue. The device had been functioning as intended and the patient had been very pleased with the therapy/relief she had received thus far. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported all of the devices were explanted. It was noted the stimulator site pain was due to the infection. It was reported the first labs showed the infection had cleared. It was noted final labs would be drawn in a couple of weeks. It was reported the patient was recovering well and had returned to their baseline pain level. It was noted the patient looked forward to re-implantation.